Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced insulin set tube was split event occured on (B)(6) 2026. The infusion set was in use for 48 hours. The blood glucose level was 780 mg/dl and the patient was treated with correction bolus via multiple daily injection (mdi). Patient replaced infusion set and resumed insulin deliveries successfully no further information available.